Event description:
Consumer called to report getting inconsistent readings with her meter. Analysis run on consensus error grid (ceg) using average reading (215) as reference point vs. Bd readings (43, 386) yielded data points in the c range of the grid, outside of acceptable limits.